Event description:
We were scanning the patient from the ER and we got through the scout images, s&v, and flushed saline. Once we were ready to inject contrast and start the actual scan, the scan starting light would not turn on. We exited out of the scan to try to go back into it and it did not work. Then we turned the gantry off and then the whole machine itself. When it turned back on, we were able to scan the patient and finish the scan. This whole process took about 20-30 of the patient being on the table, waiting to be scanned.